Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump has cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during bolus and priming. Customer mentioned having higher than normal blood glucose readings. No further information reported.